Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator. No moisture damage on the keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm, moisture damage and broken force sensor detected during seating or regular delivery on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the issues remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.